Event description:
It was reported that the user experienced persistent high glucose readings on both the ilet and a glucometer, with dosing stoppages identified in logs due to running out of insulin and incomplete supply change steps that prevented delivery from resuming until the process was completed. Symptoms included hyperglycemia with a blood glucose level of 400 mg/dl without reported physical complaints. Outcomes included user inconvenience and the need for troubleshooting and education. Investigation included review of device delivery logs and user follow-up. Investigation of this case revealed repeated user-related interruptions to insulin delivery and subsequent glucose improvement after delivery resumed. It was concluded that the device functioned as designed and that the hyperglycemia was associated with user handling and incomplete supply change steps. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.